Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification was received after filling cartridge with 110 units of insulin. Customer successfully loaded another cartridge. Customer's blood glucose was 218 mg/dl.